Event description:
Pt had a double mastectomy. Around the second week of next month pt was given a gift, "cool tops" from a friend. Cool tops is a compress that comes with instructions for both cooling and heating. Pt's family member prepared the compress, following the hot directions that came with the product. When the compress was placed on pt it leaked out, burning their skin, the gel got inside their fresh wound and dressng. The pt had to go to the dr the next day and had to take antibiotics for the burn that the gel pack caused.